Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 19) occurred during basal delivery with multiple cartridges. There was no impact to the customer's blood glucose. Reportedly, the customer will continue to use the pump until replacement arrives.